Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure as performed to treat a moderately calcified, moderately tortuous de novo proximal to mid left anterior descending (lad) artery that was 98% stenosed. A whisper ms guide wire and 2.0x20mm trek balloon dilatation catheter were placed. A 20/30 indeflator was used to pressurize the balloon to 6-8 atm then the gauge turned back to zero. The handle was turned counter clockwise in an attempt to inflate but the gauge remained at zero. The indeflator was replaced with a new indeflator and the same balloon was inflated successfully to 8 atm. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.